Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device started upgrading due to auto reboot. A technical support specialist changed the setting to manual reboot mode to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system started upgrading and did not allow nurse to get the emergency medications. The customer added that they had to go to another location to retrieve the required rapid sequence intubation kit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field(s) have been updated with additional/correction information: b5, d4 UDI, d5, e3, g2 h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-apr-2022 to 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device started upgrading during retrieval of emergency medications. A technical support specialist confirmed that the issue was due to an auto reboot. Technical support specialist changed the settings to manual reboot mode to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that the ER pyxis machine wasn't available around (3:30 - 3:45) a.m. And was not aware of any downtime. It was also reported by the customer that a pyxis medstation es system starts upgrading without prior notification and not allowing nurses to get the emergency medications. They need to go to another location to retrieve the required rapid sequence intubation kit. There were no adverse events or injuries reported based on this event.